Manufacturer narrative:
(B)(6)

Event description:
It was reported the powermax elite mdu hand control got hot. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be confirmed. All functions performed as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies. A review of the device history record was performed which confirmed no inconsistencies.